Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting a battery failure alarm occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and reported the device functioned well with the battery removed. The rse advised battery replacement.

Manufacturer narrative:
The customer was advised and provided a service proposal for repair which expired without customer approval. Therefore, no repair activity was performed by philips service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.